Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrogram showed noise oversensing of the implantable pacing leads. The parameters on the leads will be re programmed and they remain in use. No patient complications have been reported as a result of this event.